Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities. Additional evaluation is required. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while attempting to cauterize the tributary, the bisector on the vasoview 7 xb didn't deliver electrical energy. After several troubleshooting attempts, a new bisector was opened, connected and it performed correctly. A pre-cautery test wasn't performed. The hospital did not report any patient effects.